Event description:
It was reported that shortly after a mitral valve replacement procedure, the patient's right atrial (ra) pace/sense lead had no capture at any device output and poor sensing. The lead was removed and returned. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the distal segment was return and no anomalies were found. All conductors were stretched and had blood/body fluids on them (not obstructed). The inner insulation was kinked/buckled. All insulators were pulled apart (overstress). The outer insulation had cosmetic depressions, breach due to a cut, and a white substance throughout. There was blood/body fluid in/on the helix mechanism. The lead was stretched and apparent explant damaged was observed.